Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It is reported that the subject device had a defective distal end and produced a dull, overexposed image. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure distal end is defective and image is dull was confirmed. However, image is overexposed was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent, the (a-unit) angulation unit of the charged couple device section is broken, and the cover glass of the insertion section contains residual liquid. Based on the results of the investigation, it is likely the "distal end was defective" due to the outer tube had a dent and "image was dull" due to the (a-unit) angulation unit of the charged coupled device section was broken. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.